Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during the device evaluation: water tightness was lost due to wear of the flexibility adjustment mechanism packing joint; switch two did not work due to damage; the grip packing ring was loose; the air/water cylinder had no color; the suction cylinder had no color; the scope connector case unit had a dent; the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; the brightness was uneven when halation occurred due to damage on the charged coupled device unit; the play of the up/down knob was out of the standard value due to wear of the angle wire; and the plastic distal end cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported button two had no function on the colonovideoscope. There were no reports of patient harm due to the reported event. The device was returned for evaluation. The device evaluation found foreign material in the air/water cylinder and the air/water tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material remained in the air/water cylinder because the reprocessing was not conducted properly for leakage due to wear of flexibility adjustment o-ring. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 "preparation and inspection" IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 "reprocessing the endoscope" olympus will continue to monitor field performance for this device.